Event description:
A report was received that the patient was experiencing discomfort and burning sensation at the pocket site. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-50, serial/lot #: (B)(4), description: artisan surgical lead, 50cm. Additional information was received that the patient underwent an explant procedure. Device malfunction was suspected. There was some damage to the lead. The patient was in a car accident and the lead was fractured as showed in x-ray. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing discomfort and burning sensation at the pocket site. The patient will undergo a revision procedure.